Event description:
Intended use: the vitek® 2 system is intended for the automated quantitative or qualitative antimicrobial susceptibility testing of isolated colonies for most clinically significant aerobic gram-negative bacilli, staphylococcus spp., enterococcus spp., streptococcus spp., and yeast. The vitek® 2 system is also intended for the automated identification of most clinically significant anaerobic organisms and corynebacterium species, fermenting and nonfermenting gram-negative bacilli, gram-positive organisms, fastidious organisms, and yeasts and yeast-like organisms. Issue description: a customer in the united kingdom notified biomérieux of a delayed ast result due to inability to log into the web application for vitek 2 v9.02 hp rp5810 pcw10 (ref. 423041, serial number. (B)(4). The customer reported that the delay caused them to be without mic results for a methicillin resistant staph pseudointermedius (mrsp) for an implant isolate from an animal. The customer indicated discrepant results between disc antimicrobial testing and vitek 2. Disc diffusion: clindamycin (s) and doxycycline (s) vitek 2: clindamycin (r) and doxycycline (intermediate). The reported results had to be modified and reissued 24 hours later than the initial result was issued. The mics could not be viewed at the vitek 2 due to customer being auto-logged out. Customer needed to select an ID on the card and it did not allow them the time to do this; therefore the results were not automatically sent to the customer's lis. It was determined the customer was unable to log into web application vitek 2 v9.02 hp rp5810 pcw10 following download of an incompatible firefox version by the customer. The u.k. Subsidiary logged in remotely and re-applied the previous firefox version to resolve the issue. As the mrsp was isolated from an implant removed from the animal, the delay and difference in interpretation could have negatively impacted the animal. At the time of assessment it is unknown if this event led to any adverse event related to any animal's state of health. Biomerieux has initiated an internal investigation.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in the (B)(6) that they had delayed ast result due inability to log into the web application for vitek 2 v9.02 hp rp5810 pcw10 (ref. 423041, serial number. (B)(4). Users are being unexpectedly logged out from the vitek 2 systems version 9.02 web client ~5-10 seconds with the dialog message "your session has ended". Context: ********** a customer in the (B)(6) notified biomérieux of a delayed ** batch history record and complaint trend analysis** there is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. Investigation: *************** **investigation results** this investigation was initiated in response to a complaint for a customer who reported being unexpectedly logged out from the vitek 2 systems version 9.02 web client ~5-10 seconds with the dialog message "your session has ended". This investigation confirmed an anomaly exists in the vitek® 2 systems software version 9.02 to reject some web browser communication packets for systems having updated to a recent mozilla firefox web browser, specifically mozilla firefox versions 96 and 97. The impact of the vitek® 2 systems software web client session ending soon (~5-10 seconds) after login after updating the firefox web browser version to 96 and 97 was determined to impact 1) new or existing vitek® 2 tests cannot be reviewed nor approved and 2) new tests requiring modification for missing or additional required information cannot be performed and tests may not be finalized as required for the customer's workflow. The workaround for systems experiencing the issued described in this investigation are as follows ¿ uninstall the updated web browser and follow csn 5391 (vitek 2 - 9.0x reinstall process for firefox portable) to restore the validated browser version installed with vitek® 2 systems version 9.02 (refer to csn 4743 - vitek 2 systems - web browsers validated with software version 9.0x) or ¿ for remote / non-biomérieux laboratory systems, customer should use the vitek 2 systems primary (local) system to access the vitek® 2 or flexprep¿ client interfaces the anomaly for systems having updated the chrome web browser was resolved by the vitek® 2 systems "9mr2" maintenance release as part of the previous (inv-6055) investigation and other browsers will be considered by the vitek® 2 systems software project team in a future software release. **root cause** - the root cause was determined to be the use of an incompatible browser version (mozilla firefox 96.0x) for the vitek 2 systems software version 9.02. - an additional root cause is that the customer system was not updated with the 9mr2 maintenance release as required for web browsers versions higher than indicated in csn 4743, and as noted below. Note, the 9mr2 maintenance release for v2s version 9.02 was released on 03aug2021 and includes a patch to the main vitek 2 web server to allow web browsers with advanced security (e.g. Chrome 88) to communicate with the v2s software web clients.